Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tubes k2e 9.0 mg there was a molding defect (short shot). This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the phlebotomist observed the ppt tubes hemogard caps are dented."

Manufacturer narrative:
H6: investigation summary bd received 2 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for damaged hemogard shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged hemogard shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tubes k2e 9.0 mg there was a molding defect (short shot). This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the phlebotomist observed the ppt tubes hemogard caps are dented."